Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency medical services due to over correction. Blood glucose level at the time of the call was 400 mg/dl. The customer was wearing the insulin pump at the time of the emergency medical services visit. During troubleshooting, the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.